Event description:
Attempts has been made to obtain the reason for explant. However, nothing has been received to date. Gross examination of the returned device notes anomalies. Qa concluded that due to the anomaly, there is a complaint with the device. Therefore, qa will open a file on this incident. According to the information received 6/10/03: there was a malfunction with the device.